Event description:
A caller reported a malfunction on the pump with a code malf 14, which was resettable. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues arise. The caller acknowledged and understood the instructions.